Event description:
It was reported that the patients right ventricular (rv) lead exhibited t-wave oversensing (twos). Follow-up was completed with the patient's clinic and it was confirmed that the rv lead had been reprogrammed and remains in use. No patient complications have been reported as a result of this event.